Event description:
Voluntary medwatch received reported: my g7 was warming up and it gave me an insulin dose while it was. It sent me into unconsciousness and was unresponsive. Paramedics had to come to my house and do a sugar water IV to wake me back up but I almost died. Tandem technical support followed up with the customer multiple times to obtain addition information regarding the reported event, but no response was received, and no additional information was able to be obtained.